Event description:
Month old PICC started leaking in middle of extension tubing where slide clamp moves back and forth. ICU rn alerted vascular access rn. When flushing was attempted, the fluid began squirting out. Customer thinks slide clamp may be cause. Device replaced.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter body appeared to be intentionally trimmed and the catheter contained obvious signs of use. After the sample failed functional testing, the proximal lumen was microscopically examined. A small slit was detected in the extension line. The damage observed is consistent with the lumen coming into contact with a sharp object (scalpel, needle, scissors, etc.). Visual examination of the slide clamp did not reveal any defects or anomalies. The total length of the catheter measured to be 17.1" which indicates at least 5.65" were trimmed and not returned per product drawing. The proximal lumen contained a small slit 8 mm from the distal end of the luer hub. The inner diameter of the proximal lumen measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the proximal lumen measured to be 0.097" which is within specifications of 0.093-0.097" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped and both extension lines were pressurized using a water-filled lab inventory syringe. When the proximal lumen was pressurized, water leaked from a slit in the lumen. No leaks were observed when pressurizing the distal lumen. The slide clamps were used to occlude the extension lines multiple times. No damage was observed on the lines. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use scissors to remove dressing to minimize the risk of cutting catheter." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal lumen contained a small slit, indicating the line came in contact with a sharp object. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Month old PICC started leaking in middle of extension tubing where slide clamp moves back and forth. ICU rn alerted vascular access rn. When flushing was attempted, the fluid began squirting out. Customer thinks slide clamp may be cause. Device replaced.